Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot was released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034 -2014 -07724 & 07727).

Manufacturer narrative:
The returned cup inserter was received in a condition that indicated that the part had been used extensively as evidenced by a visual examination. The visual examination revealed damaged /chipped teeth on the rear gear and the inserter screw. A dimensional analysis was not performed due to the inserter being locked-up on the shell. Based on this investigation, since the inserter screw thread was conforming, it appears that once the inserter engaged the cup and a load was applied, that the damaged/chipped teeth may have contributed to the improper function of the inserter. There are warnings in the IFU that state under "care and handling of instruments and instrument cases¿: " general. Surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance.

Event description:
It was reported that during a total hip replacement on (B)(6) 2014, the inserter fractured upon impaction of the acetabular cup and a piece remained in the cup. The cup was removed and another cup was impacted with a different inserter.